Manufacturer narrative:
(B)(4) there was no alleged device malfunction. It was reported that the sensor was inserted into the arm. The dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). Additionally, the g4 platinum continuous glucose monitoring system user's guide also states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the use of prescription flovent, which is used to prevent allergic reactions. The sensor was inserted into the arm. Patient's mother did not indicate that the patient was currently experiencing an allergic reaction. At the time of contact, no additional event information was provided.